Event description:
The manufacturer received information alleging a ventilator exhibited a reduction in air flow while the device was in patient use. The patient was placed on a portable ventilator and was taken to the emergency room due to fatigue. The patient was later discharged from the emergency room. The patient is now on a replacement ventilator and is reportedly doing well. No residual effects were reported. The manufacturer's investigation is still on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that was returned with an allegation there was a reduction in air flow while the device was in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device passed all testing and was found to operate and alarm as designed.